Manufacturer narrative:
(B)(4). The feed points in this antenna broke during use. The antenna, as designed, remained in one piece for safe removal from the patient. The IFU warns do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feedpoint and injury to the patient or user.

Event description:
The initial report stated that when antenna was removed from the patient following a microwave ablation procedure, the coating appeared to be frayed along the shaft. The customer speculated that it possibly contacted a rib during introduction through the intercostal area. The patient was unaffected. Upon return and evaluation it was found that the antenna was fractured at the feed point.